Manufacturer narrative:
(B)(4). The mr290 autofeed humidification chamber is currently en route to fisher & paykel healthcare for analysis. We will provide a f/u report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a distributor that an mr290 autofeed humidification chamber overflowed. It was reported that: the hospital set up a new mr290 autofeed humidification chamber and rt100 breathing circuit on the pt. After the chamber and breathing circuit were set up, the ventilator gave a "severe occlusion alarm". The mr290 chamber overflowed and "a lot of water" went into the breathing circuit. It was reported that there was no pt consequence.